Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. When the ventilator was plugged in with an ac adapter, the ventilator displayed a red on charge status led. During bench testing, the unit resets with the internal battery was not allowing the ventilator to turn off. Carefusion installed a good known test battery and charge status led was solid green and after an hour of charging, the ventilator ventilated properly. Internal inspection did not reveal any abnormalities with the ventilator. Carefusion replaced the internal battery to address the reported issue.

Event description:
It was reported to carefusion that the unit was turning itself on and off. While in service the unit started resetting. This reported issue was discovered while in service, therefore there was no patient involvement.